Event description:
Dr called to say that dr just started seeing a pt that, back in october at another dentist office, had an anaphylactic allergic type reaction where pt was taken to the hosp. The pt does have quite a few allergies and since pt was not the dr's pt, back in october, dr was not sure what else it could have been. (Dr has been using gluma desensitizer for years and could not imagine that the pt would have an allergy like that to gluma.) Dr said the pt needed a sample to take to pt's allerigist and when pt contacted pt's previous dentist, the bottle that previous dentist used (and most likely used october) had expired in 9/99. Dr asked what the effectiveness of the product would be after it expires. Dr was told as the MFR, MFR cannot guarantee results after an expiration date. Dr did not think that the product would go "bad" in just a month, but now that the allergist was going to do testing, dr wanted current product. Reporter did discuss with the dr that gluma desensitizer can cause a chemical burn if it touches the tissue. Dr was aware of that and dr has seen that happen before. Reporter mentioned that reporter wondered if the allergist knew that because allergist did not have MFR's directions for use. Reporter faxed a copy of the directions to the dr so dr could give them to the pt to give to the allergist. Fax was confirmed. Reporter told the dr if dr had any further questions to please call. At 3:00 p.m.: reporter called the dr back to find out more info as to what other products were used on the pt. Spoke to dr and asked dr if dr knew the other dr's name and phone number. Dr said dr did not have that info, but would be happy to get that for reporter. Reporter told dr instead, if dr wanted, dr could give the pt reporter's name and number and have pt call reporter with the info. Dr could do that. Reporter asked that if reporter did not hear from the pt within a week if reporter could call dr back to find what happened. Dr said that would be fine. Dr did mention that dr had the expired bottle of gluma in dr's office which the pt gave to dr. Reporter talked to MFR rep and MFR rep said to go ahead and have it brought it so MFR can get a lot. Reporter told the dr reporter would issue a call tag for the product. 2-29-00 spoke with dr about the pt who claimed to have a gluma desensitizer allergy. Dr gave me pt's name and phone number and said to call pt for more info about the incident. Dr said pt's previous dentist was dr in another area, but dr did not have a phone number. Dr did mention that the pt will be in tomorrow and dr will ask pt to call reporter to tell reporter more about the allergic reaction. Call tag was issued 2/23/00 for the expired bottle of gluma desensitizer although the dr said it had not come yet for pick up. Reporter told dr that if dr had not receive the call tag in 1 week, reporter would re-issue the call tag. 3/24/00: pt called to follow-up on what happened when pt's previous dentist, applied gluma desensitizer to a sensitive tooth pt was having by the lower right bicuspid (most likely # 29). From what the pt said, dr took an x-ray and checked the tooth and could not find any active decay. According to the pt, dr applied gluma desensitizer more than twice and sprayed it dry between each application (was applied in the afternoon of october 25th, 1999). Before pt left, dr asked if pt was feeling ok. Pt had a sore throat, but didn't think much of it. Pt woke up in the middle of the night with difficulty swallowing. Pt thought pt must have a sore throat and gargled with some water. Around 6 am (october 26th, 1999) pt's husband took pt to the ER where pt was admitted for anaphylactic shock and was not released until october 27th, 1999 in the afternoon. When pt got home from the hosp, pt noticed blisters all along the gum line where the gluma desenitizer was applied. Pt is going to see allergist with some gluma desensitizer that new dentist gave pt. Pt asked MFR mail a copy of the directions and material safety data sheet so pt can take it to allergist. Allergist is going to test if pt is allrgic to any of the products, by checking it on pt's back. Pt does have known allergies to pcn, sulfa, cipro, and soy products. Pt also has hayfever. Got info in the mail 3/24/00. 3/24/00 at 10:30 am: left a message for dr to call reporter regarding the allrgic reaction to gluma. Asked dr to call at dr's convenience. 10:50 am: pt called back to let reporter know that when pt was in the hosp the ER dr was concerned that the dentist used an expired substance on the pt. (When the ER dr called the dental office, the receptionist told ER dr. That the product had expired in september 1999.) Pt said if reporter needed to talk to pt, reporter could call pt at work.